Event description:
Customer reported the film size exceeds the limits. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a film size calibration. System operates as intended.